Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving baclofen (2000 mcg/ml at 965.4 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the that patient's spasticity was usually well controlled but starting in 2021 was having issues with poor control and up and down spasticity and at times had complete flexion of the hips and knees. The hcp stated that patient had been doing well on a dose of 380-420 mcg/day but over the past year they had raised the dose to 965.4 mcg/day. The hcp stated that the patient had an ependymoma at l4 which the surgeon removed. They have been getting back residual volumes close to what has been expected: in (B)(6) the erv was 3.7 ml and they got back 6, in (B)(6) the erv was 5.3 and they got 7.3 and today they expected 3.2 and got back 5 ml. The hcp stated that they did a dye test in (B)(6) and discovered there could be a fibring cap at the tip of the catheter. The hcp stated that they plan to replace the pump soon and questioned what dose they should start the patient at with the new pump. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.